Event description:
It was reported that the right atrial (ra) lead exhibited episodes of over-sensed noise which resulted in episodes of automatic mode switch (ams). Isometric testing was performed and the noise was reproduced. No further intervention was performed. The patient was in stable condition.